Manufacturer narrative:
The meter associated with this report has not yet been received for testing. If received, the meter will be tested and a supplemental report filed.

Event description:
The patient reported that their livongo blood glucose meter was giving them false low readings. The patient proceeded to self treat to bring their blood glucose readings up by consuming sugar and carbs. The patient continued to receive low readings and sought medical attention as his blood sugar was not raising as expected. The patient received a blood glucose reading of 256 from the hospital and 125 from the livongo blood glucose meter. The hospital gave the patient saline solution after he explained what happened, and was released after his blood glucose reading came down to 160.